Manufacturer narrative:
One device was returned for investigation. Visual inspection found no damage or other defects were detected on the sample. Functional test: the sample was assembled in the level 1 system equipment to introduce distilled water and verify the correct functionality of the sample. Results: during the test, a leak was found in the used sample. The complaint is confirmed. The root cause was identified to be a manufacturing defect. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had leakage during pre-test priming. No adverse effects or injury reported.